Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 467 mg/dl. The customer¿s current blood glucose was 516 mg/dl. The customer treated high blood glucose with syringe. The drive support cap was normal. The product was returned for analysis.